Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the cause of the inability to aspirate the catheter from the cap (catheter access port) was the catheter was fractured at the spinal segment. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ; product ID: 8596, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 2 mg/day) via an implanted pump. The indication for pump use was chronic low back pain, non-malignant pain and other non-malignant pain. It was reported that the patient had nausea, vomiting, and diarrhea which had come on suddenly. The physician tried aspirating the catheter through the cap (catheter access port) on (B)(6) 2018 and was not able to aspirate. On (B)(6) 2015, the patient was taken to surgery and the catheter was being changed. No further complications have been reported as a result of this event.